Event description:
A customer contacted beckman coulter, inc. (Bci) and stated that while running a 12 tube stem panel, the instrument sampled the first tube twice and reported the second sampling as that of the contents of the second tube. This caused all other tubes in the panel to be off by one when compared to the sample ids in the panel report. No patient results were published outside the lab as the error was detected by an operator during a routine review of the data after the run. Based on available information, there was no impact to patient or user.

Manufacturer narrative:
Beckman coulter service representative was dispatched to the customer's lab in 2007: the service representative indicated that the instrument was performing per specifications, but he was unable to duplicate the problem. Based on available information, the operator had been experiencing problems with the mouse on this instrument and he would obtain a new mouse at that time. It is unknown if this issue could compromise the instrument's performance. A second service representative went to the customer's lab and was trying to resolve the issue. However, no information regarding his findings has been received. The root cause of the event is unknown. A malfunction will be assumed for the purpose of this report.